Manufacturer narrative:
G2. Foreign: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called in because her implanted neurostimulator (ins) won't hold its charge anymore. She used to be able to last about two days after charging 100% and now it is less than a day. The patient doesn't recall an event that could cause this sudden change. Stimulation still felt the same. The recharger doesn't necessarily look faulty, but to exclude that possibility, we are sending a new recharger. The patient was aware that if the new recharger doesn't fix the fast decrease in battery level that she should contact their hcp for further review. A new recharger kit was requested, no patient harm was reported, and they were notified that they should call back if replacement of their product does not resolve the issue.